Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing white display. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with ems/ambulance/ER visit and manual injection/insulin pen. The event involved product(s) mmt-1712k. The customer declined to continue with troubleshooting. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1712k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b3, b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that they arrived at the hospital due to the set having blockages but that they were resolved. The high of 500mg/dl was treated with manual injection and they went to the emergency room on (B)(6) 2024 and was treated with insulin drip. Customer had a headache as a result of the high blood glucose. No ketones were found. So, customer did not have diabetic ketoacidosis. Per new follow-up notes, customer did not have a white screen and the incident date was (B)(6) 2024. Customer did not wish to continue further troubleshooting. Pump was used within 48 hours of the high. It is unknown if customer will discontinue the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported, that the pump got stuck on a white screen. And their sugar level reached 500mg/dl. The high was treated with manual injection. And ambulance was called. Customer will discontinue the pump. Pump is returning for analysis.